Event description:
Add'l info rec'd from MFR 9/02/03: this is the first notification of any product problem MFR has had with this product since its release in july 2000. MFR has not previously submitted a medwatch report for this incident, and feels this does not meet the threshold for filing a medwatch report according to section 803.20. This event will be maintained in it's event files in accordance with section 803.18 and will be investigated further if any add'l info is found to suggest possible filing of a medwatch.

Event description:
Wire pass -1.5 mm- bur broke off while in use by surgeon. The bit remains in the pt's foot. The pt is aware and has had no adverse outcome. Co rep notified.